Event description:
It was reported that a week after implant of the ICD system the patient presented in the emergency room with chest pain and difficulty breathing. The patient was found to have pleural effusion resulting in cardiac tamponade. Subxiphoid pericardial window was performed. The lead remains implanted. The patient was in stable condition following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).